Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experiencing bradycardia presented at the hospital for an unrelated issue to the device. The atrial lead had high capture threshold historically. The lead exhibited loss of capture and low impedance when the device reached normal elective replacement indicator. The values returned to normal values after the device was explanted and replaced. The patient was stable post procedure.